Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, during a routine control mandatory request by the french authorities, the evis exera iii gastrointestinal videoscope tested positive for contaminates. The device tested positive for 14 and 8 colony forming units (cfus) of pseudomonas aeruginosa and pseudomonas species pluralis (spp) at 30 degrees celsius for 2 days, 3 days, and 5 days. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: nov 24, 2023. Sampling from: all channels. Cfu: 1cfu. Bacterial identification: micrococcaceae. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: distal end cap cover --- insulation < threshold. Charged coupled device cover lens --- discoloration. Bending section rubber glue ---separated. Connecting tube ---buckles. Specified angle and orientation achieved --- 170/60/70/55, play. Biopsy channel wear and tear --- replacement as preventive maintenance however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.